Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room (or) technician reported air was not pushing through the line during fluid air exchange (fax) of a vitrectomy procedure. The operating room technician had to manually inject air into the eye while under the surgeon's supervision. Surgery was completed with no harm to the patient.